Event description:
It was reported the customer had a crack at their reservoir compartment. It was also found insulin would leak from tubing if there was pressure placed on the reservoir. It was also reported the customer was hospitalized previously with low blood glucose. Customer's blood glucose was 66 mg/dl at the time of the call. It was also found the customer had an infusion set leak at their site. Troubleshooting found the customer's drive support cap appeared to be normal during troubleshooting. Customer did not report any damage on their insulin pump. The customer was advised to monitor their insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.